Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (type, lot number, concentration, and dose unknown) and dilaudid (concentration and dose unknown) in an implanted pump for non-malignant pain and failed back surgery syndrome. The patient presented to a scheduled refill on (B)(6) 2015 with a "bone dry" pump. The dose was said to be decreased from a "24 mg/day to 11 mg/day." The healthcare provider (hcp) turned the pump down to "1 mg/day." The patient spent the holidays going through withdrawal; shaking and ¿had it coming out of both ends.¿ the patient had an appointment on(B)(6) 2016 to hopefully increase the pump. The patient was requesting physician listings. The situation was being addressed by the hcp. Additional information was requested from the hcp regarding drug information, troubleshooting performed, actions/interventions required, the cause of the empty pump, and if the issue and symptoms were resolved. If additional information is received, a follow-up report will be submitted.